Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer is experiencing high blood glucose levels due to air bubbles in the reservoir's tubing. Customer's blood glucose reading was 400+ mg/dl. Customer stated that the cannula is occluded and has a little pinch at the end. Nothing further reported.